Event description:
It was reported via repair work order that there was a loss of motor functions allegedly from a motor control board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaulation results. An inspection was allegedly performed by an unknown individual at (B)(6). The alleged inspection identified that there was no motor functions due to a faulty motor control boardcustomer ordered new motor control board to do repair. Allegedly performed by customer.

Event description:
It was reported via repair work order that motor control board malfunctioned which may have caused a loss of motor functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.